Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted. The patient experienced headache and was feeling sleepy. The cgm was reading 168 mgdl. The patient's husband took the patient to the hospital and there they took a bg reading which was 900 mgdl. At the hospital the patient was treated with intravenous (IV) insulin and other medications. The patient was discharged after 10 hours. At the time of the report the patient was doing fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.